Event description:
It was reported to boston scientific corporation that gemini stone retrieval paired wire helical basket was used in an unknown procedure performed on (B)(6) 2010 (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket "broke" during opening and closing inside the patient. It is unknown how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The device at issue in this complaint has not been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.